Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 33 mmol/l. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the qr. Completed displacement test which was passed. The cannula was slightly bent. Customer declined to continue pump troubleshooting. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.